Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a carotid endarterectomy procedure, the surgeon went to clip a vessel and it would not clip, it tore the vessel instead. The tear was repaired with suture. It is unknown if there was any blood loss. Sutures were used to complete the procedure. No adverse consequences reported.